Manufacturer narrative:
(B)(4)

Event description:
Additional information was received on 04/01/2015. The total fill volume: 400ml.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 400ml or 500ml. Flow rate: 6ml/hr. Procedure: foot surgery. Cathplace: popliteal nerve block. Infusion started: (B)(6) 2015 at 0945. Infusion ended: (B)(6) 2015 at 2130. It was reported that a pump infusion ended sooner than expected. The patient reported that the patient was in pain at 9:30pm on (B)(6) 2015. The patient reported that the pump looked empty, however the infusion was not to end until saturday ((B)(6) 2015). Additional information was received on (B)(6) 2015: the patient reported that the patient noticed the incident on (B)(6) 2015 around 2130 when the patient started to feel pain on the affected leg. The patient opened the pouch and noticed the pump was empty. The patient had attempted to contact the anesthesiologist. The patient denied any signs and symptoms of local anesthetic toxicity in connection with the reported incident. The pump was filled to 400ml or 500ml. The patient reported that the dial on the pump was not changed. The patient currently was taking norco for pain management. The patient reported that the patient was doing well.